Event description:
Pt's one touch ultra meter was reading inaccurately high. Medical affairs specialist spoke with pt's family member on august 25, 2003 to obtain add'l info. Approx two weeks prior to calling lfs, pt had been feeling dizzy, faint and had eventually passed out after waking up in the morning. A reading of "149mg/dl" was obtained on their meter during the time of concern. Their family member had called the paramedics. The paramedic's meter had read "60mg/dl" and pt was administered glucose. Pt was transferred to the hosp, where a blood glucose result of "150mg/dl" was obtained. Pt was released the same day. Pt takes "glucotrol" to control their diabetes and tests their blood glucose level once a day. The customer service rep walked pt's family member through two control solution tests, which fell outside the accepted range. Pt's strips and control solution were replaced. Pt's family member had decided to purchase new strips and control solution, prior to receiving the replacement from lfs. Pt's family member reported that they performed two control solution tests, with new control solution and the tests fell outside the accepted range. There is no evidence that the strips malfunction caused the adverse event, and the pt already had the symptoms prior to having their blood glucose level checked.